Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
High rate of false positive flu b results. 1 of the 13 samples confirmed by negative by another rapid antigen assay. Unknown if the other 12 results were confirmed. Confirmation method(s) not provided.